Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - could not verify visually the report of kinked tubing, however upon testing received "fluid path blocked" error message 3x. Upon internal inspection, found the central bolt had not been machined all the way through. Handpiece was disposed of after testing. The DHR for microtip lot 18413-05 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
The tubing was twisted prior to taking the hand piece out of the packaging. Once we tried to prime the machine, we kept getting an error message. I tried 5 times to reset the machine, power on and off the unit, let the air out of the compression sleeve, have the scrub tech straighten the tubing, and I tried to move the clear tubing under the black cassette portion of the system. Nothing worked. At this point I decided to open a new tx1 box, and it worked perfectly on the first try.